Event description:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained when a single patient sample was processed using vitros amon lot 1018-0256-9803 on a vitros 350 chemistry system. Sample 1 vitros amon result of 559 umol/l versus expected 56 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The erroneous amon patient result was not reported from the laboratory and there was no allegation of patient ham as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained when a single patient sample was processed using vitros amon lot 1018-0256-9803 on a vitros 350 chemistry system. The investigation concluded that the assignable cause of this event was user error with incorrect interpretation of the amon result codes and performing a dilution outside of ortho¿s recommended protocol. The analyzer reported ¿no result¿ for the vitros amon assay with result codes ir (invalid reading) and or (outside range). The customer incorrectly assumed this meant the amon concentration was greater than the measuring range. The customer performed a dilution higher than the dilution factor recommended by ortho. Historical quality control results indicate vitros amon microslide lot 1018-0256-9803 was not performing as intended on the vitros 350 chemistry system, as there was within-lab imprecision observed. Although within-lab imprecision was observed on this vitros 350 chemistry system, the magnitude of bias observed would not have contributed to the higher than expected vitros amon result that was 10 times higher than the expected result obtained from the non-vitros method. Therefore, a vitros amon slide lot issue or an analyzer issue did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon microslide lot 1018-0256-9803. (B)(4).